Event description:
Initial surgery was done with trochanteric nail system for femoral neck fracture in 2009. Two months later, it was found that the lag screw and anti rotation screw were backed out. Re-surgery could be done in the future since the back out is advanced. According to the doctor, the pt has osteoporosis.

Manufacturer narrative:
Examination was not possible, as the products were not returned although the complaint is non-verifiable, previous investigations found initial implant placement and bone quality are contributing factors. Also, the surgical technique for the atn system recommends tapping of the femoral head before insertion of the lag screw. The atn lag screw is not self-tapping. If the femoral head is not tapped before lag screw insertion, the lag screw forces the bone in the femoral head to be pushed away from the lag screw thread. The threads will not purchase into the bone and there is no adequate support to hold the lag screw in the femoral head. If the lag screw is inadequately fixed into the femoral head lag screw back out can occur. The exact root cause could not be determined without the pre and post op x-rays. A search of the complaint database found no prior reports for both reported part and lot number combinations. The mfg facility, reviewed the device history records and found no mfg deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.